Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's caregiver contacted zoll customer support to report a service code 204 displayed on the pt's monitor. The pt was issued a replacement electrode belt.